Manufacturer narrative:
The account cleaned the side rail center arm assembly to resolve the issue.

Event description:
The account alleged the side rail is not latching into the up position. No pt impact.